Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased shock impedance measurements. A revision procedure was to occur. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and replaced.